Event description:
When the package of cypher (3.0x23mm) was opened and the physician was about to prime the cypher, he confirmed the proximal end of the stent to be flared. Therefore, a different cypher (same size) was opened and the procedure was safely finished. There was no reported patient injury. The device was not manipulated in any way when removed from the packaging. It was stored in its original box, in a temperature controlled environment. The product was not clinically used and will be returned for the analysis.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. This device is available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.